Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. (B)(4). Philips field service engineer (fse) confirmed green and orange led of power switch occasionally had illumination failure. The fse replaced the power switch overlay to resolve this issue.

Event description:
The customer reported that the led (light emitting diode) indicator failed. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 10may2019. A power switch overlay was returned for analysis. An investigation was performed and the root cause was isolated to a broken trace on the alarm (red) led. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.